Event description:
A customer reported that an incident of insulin leakage from the cartridge occurred. There was no reported adverse impact to the customer¿s blood glucose level. After consulting with technical support, the customer successfully used the same cartridge and resumed insulin therapy following a pump reset.